Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus kept flipping to up or down position. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and failure analysis investigations confirmed, but did not replicate, the customer-reported complaint. Log review identified error 48402. The endoscope cable exhibited a minor cut to the insulation located in zone a near the integrated connector. Cosmetic damage was observed on the endoscope. Inspection of the cable integrated connector housing revealed discoloration, along with corrosion present on the spring fingers. The endoscope housing showed fading and/or removal of laser markings. Damage was also noted on the button pack assembly, including a confirmed hairline crack on the lamp button. Fluid was observed inside the cable integrated connector. The endoscope was subjected to a friction test using a screening aid, during which the camera instrument adapter did not rotate properly and produced noise, confirming binding. The endoscope was evaluated on an in-house system for cable testing and failed due to a wahoo paddleboard (wpb) defect.

Event description:
Refer to h11 for follow-up information.